Event description:
The customer reported that the system displayed an intermittent collision error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The service representative ordered replacement parts. The system was tested and found to be working as intended and put back in service.